Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with topical steroid and antibiotics (specific date and duration not reported).